Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Additionally, there was no evidence o f the reported complaint in the event history log of the pump. Device did undergo functional testing by powering on device and running an occlusion test. The reported customer complaint was unable to be confirmed, double beep was not duplicated during power up. Both occlusion sensors were noted to be within specification. Fluid ingression was found visible on the downstream sensor, which was then replaced. The problem source was determined to be unknown as the allegation was not confirmed; this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that while testing, a smiths medical cadd legacy had double beeped no cassette. No patient involvement.